Event description:
It was reported that a crack was observed in the deaeration chamber of a Prismaflex M150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: Initial Reporter Facility Name: (b)(6). Should additional relevant information become available, a supplemental report will be submitted.